Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 204 mg/dl. The customer stated that the insulin pump had a long crack, it goes from the top right corner of the lcd and curls around the bend and over to the nearest edge. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction. The customer is going to revert to back up plan, accepts insulin pump replacement. No further assistance necessary.

Manufacturer narrative:
Insulin pump had a cracked case near lcd window corners, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and missing end cap sticker.